Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non sustained right ventricular oversensing episodes due to over-sensing of myopotentials resulting in pacing inhibition. Programming changes were performed to resolve the issue. There were no patient consequences.